Event description:
During troubleshooting for an unrelated alarm, it was reported that there was a black mark on the door that looked like a burn mark. The event occurred during prime and the home patient (hp) was not connected. The technical service representative (tsr) arranged to swap the homechoice and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The device passed electrical and functional testing. The power of the device was able to be cycled without issues. External and internal inspections were performed with no issues noted. A review of the event history log of the device could not confirm the reported issue. The device was shipped to the customer new and did not have a previous service history. The reported issue could not be confirmed or duplicated. A device history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.